Event description:
The event involved a transpac® IV monitoring kit, disposable transducer, 3 ml squeeze flush, macrodrip. The customer stated while this device was being used on the patient, there was inconsistency of pa and nibp values. An unspecified drug was being used with this device. There was a delay in therapy and patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, has not been received.

Manufacturer narrative:
The customer has lost the sample so there was no product samples, videos, or photographs that were returned for investigation. The lot history was reviewed and there were no nonconformities found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.

Event description:
Additional information was received by the customer stating that there were 4 incidents. The occurrence was previously reported in initial emdr MFR report # 9617594-2022-00083-00 and supplemental emdr MFR report # 9617594-2022-00083-01. The initial emdr captured the first of 4 occurrences.

Event description:
Additional information received. The drug involved was a physiological serum. There was no physical defect noted on the device. There was a one hour delay in therapy. The inconsistency of the pa and nibp values: 2 to 4 points compared to the nibp with correct curve. There was no report of blood loss. The customer stated that the therapy was not completed, therefore the medical intervention provided was changing the sensor. The patient's condition before, during and after the incident remained the same.

Manufacturer narrative:
Additional information in b5, d4, h4, and d10.